Event description:
It was reported that a patient was burned while using the device and medical intervention was required.

Manufacturer narrative:
It was reported that no additional information is available regarding the event. Device not returned

Event description:
It was reported that a patient was burned while using the device and medical intervention was required.